Manufacturer narrative:
A spacelabs technical support representative walked the user through performing a hard reboot of the xhibit central station. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the xhibit central station became frozen and unresponsive. There was no patient or user harm associated with this event.